Event description:
Heartmate ii monitor showing pump stop alarm with continuous audible alarm. The patient has had his device for about eight months and has never experienced an alarm condition. The patient was admitted for high blood sugar and was sitting on the edge of his bed when the pump stop alarm occurred. During the alarm condition, the monitor displayed no pump speed and 0 watts of power. The device was operating from a power module at the time of the alarm. The drive line looked to be in good condition and after switching the patient's controller, the clinician manipulated the drive line to see if the alarm could be recreated. Clinician could not get any alarm and the pump power remained at around 5 watts.